Manufacturer narrative:
Patient¿s weight is not provided. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 patient underwent an unknown procedure. During the surgery on (B)(6) 2018, the stardrive screwdriver t8 head was twisted/bent and was not working properly. The surgery was successfully completed with no delay. There were no fragments generated from broken device. No additional intervention required. Patient outcome was stable. This report is for one (1) stardrive screwdriver t8 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. This complaint (B)(4) is confirmed to be a duplicate of (B)(4) and it will be voided. All event details have been captured in (B)(4) (MFR report number 2939274-2018-52595). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This complaint (B)(4) is confirmed to be a duplicate of (B)(4) and it will be voided. All event details have been captured in (B)(4) (MFR report number 2939274-2018-52595).

Event description:
It was reported that on (B)(6) 2018 patient underwent an unknown distal radius procedure. During the procedure, the stardrive screwdriver t8 head was twisted/bent and was not working properly. The surgery was successfully completed with no delay. There were no fragments generated from broken device. No additional intervention required. Patient outcome was stable. This report is for one (1) stardrive screwdriver t8 . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.